Event description:
It was reported that during an unspecified procedure, uncontrolled rotational speed issues were encountered. The rotablator console was platformed at 165-170,000 rpms. The physician then removed his foot from the pedal, and the console speed jumped up to 190,00 rpms. Platforming is performed prior to the devices being inserted in the pt. The procedure was successfully completed with another of the same units, and pt status was reported as "good".

Manufacturer narrative:
(B)(4)